Event description:
The customer reported that the system displayed low milliamp and filament regulator error messages. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reseated the printed circuit boards and cables in the c-arm, checked and adjusted the voltage, adjusted the milliamps on the null circuit and calibrated the filament as well as tightened the loose handles on the workstation. The system was tested and found to be working as intended and put back in service.